Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received hydromorphone (9.3mg/ml, 15.62mg/day) and clonidine (10mcg/ml, 1.96mcg/ml) in an implantable pump for non-malignant pain, failed back surgery syndrome, and chronic lower back pain. Returned pump event logs showed a low reservoir and empty pump alarm occurred on (B)(6) 2015. No further information was provided. Additional information was requested from the healthcare provider (hcp) regarding patient symptoms, troubleshooting performed, actions/interventions required, and if the cause of the empty pump was determined. If additional information is received, a follow-up report will be submitted. History: g89.29, m54.16, r53.83, m79.609, m48.06, m47.816 concomitant drugs: gabapentin, nuvigil.

Event description:
The previously reported event will now be followed in mfg. Report# 3004209178-2016-02806.